Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an electrocardiogram revealed the ventricular lead exhibited noise resulting in pacing inhibition. The lead also exhibited increased capture threshold. The patient experienced dizziness and the device was reprogrammed. The patient would be monitored.